Event description:
According to the customer, 2 pt discrepant accu tni results were obtained from an access 2 instrument during auto reflex run. Auto reflux criteria = accu tni results of 0.0ng/ml. Initial accu tni results for both pt a and b was 0.0ng/ml. The customer had set-up an auto reflex for accu tni results 0.0ng/ml. The reflex accu tni result for pt a was 0.53ng/ml. The reflex accu tni result for pt b was 0.72ng/ml. The customer retested both samples from pt a and pt b prior to releasing the results out of the lab. The repeated accu tni results for both pt a and b was <0.01ng/ml. A results of <0.01ng/ml was reported out of the lab for both pts. The customer indicated that the erroneous results were not reported out of the lab. There was no report of injury, or change to the pt treatment that can be attributed to this event.